Manufacturer narrative:
Concomitant medical product: 696158, lead, implanted: (B)(6) 1984. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the red alert was triggered for the right ventricular (rv) lead low impedance. It appears to be chronic measure ment per lead trending. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.